Manufacturer narrative:
(B)(4). Upon receipt, the blade was inspected visually to see if there were any signs of abuse/misuse/damage that could be detected. The pipe light was observed to be broken off and loose in the return package. The pipe light was broken off where the green sheathing begins. The complaint has been confirmed. Root cause cannot be determined with the information provided. A CAPA has been opened to address pipe light breakage on green rusch light disposable blades. A conclusion code could not be found. The complaint is confirmed however the root cause is not known.

Event description:
Customer complaint alleges "when using the green rusch lite mac 4 blade where the green tube came off and ended up in the patients throat". It was reported there was no patient injury or consequence. Patient condition reported as "fine".